Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure an error sound rang on the device and the blade broke when touched with gauze. Another device was used to complete the case. There was no adverse consequence to the patient.